Manufacturer narrative:
Service and repair evaluation was completed. The customer reported the screwdriver was stripped. The repair technician reported the tip was rounded off. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Product development investigation was completed. A device history record review, visual inspection, and drawing review were performed as part of this investigation. The returned instrument was examined and the complaint condition was able to be confirmed as the device tip was found to be stripped. No definitive root cause was able to be determined, however the failure mode is typically associated with wear and tear of a multi-use device after 14+ years in the field (mfg 2003). The complaint condition cannot be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis can be completed due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number (B)(4) with lot number(s) 2067588 / 4644680 is a lot/batch controlled item. The service history review is unconfirmed. (B)(4). Manufacturing date: 06august2003. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a small hexagonal screwdriver with holding sleeve was discovered to be stripped. Reportedly there was no patient involvement. This is report 1 of 1 for (B)(4).